Event description:
It was reported the pt presented to the ER where she reported having lost sensation on half of her body. The pt had been recently implanted with a neurostimulation device to treat post lumbar laminectomy syndrome. The device was later explanted (date unk). Additional info has been requested, but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be initiated when device analysis is complete.